Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs confirmed an insulin occlusion on (B)(6) 2025 that interrupted insulin delivery. The alert was not addressed promptly, resulting in prolonged hyperglycemia. Following user intervention, insulin delivery resumed as intended. No device malfunction was identified. The device operated within specification. A device-related cause could not be established. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced prolonged hyperglycemia following an unaddressed insulin occlusion alert. The user was transported to the emergency room by ems near midnight and treated for diabetic ketoacidosis (dka) with intravenous insulin. The user was not admitted and remained on the ilet during the event.